Event description:
Pt presented to clinic after 3 days of aspiration symptoms and breathy dysphonia. Laryngoscopy was performed which showed a diagnosis of left idiopathic vocal cord paralysis. A CT of the neck and chest was performed which showed no abnormalities of the larynx, pharynx or neck masses. On (B)(6) 2018 the pt underwent general anesthesia for transoral augmentation of the left vocal cord. On (B)(6) 2018 the pt returned for a f/u appt because he had become increasing hoarse and was having profound chronic coughing at night. Laryngoscopy was performed which identified a mass on the left vocal cord. On (B)(6) 2018, the pt returned to operating room and it was identified that he had a poorly delineated bulge on the left vocal cord at the site of the previous injection. This area was firm, not consistent with a mass or tumor, ill defined boarders and appeared red and inflamed. A biopsy was sent to pathology for further evaluation. Histology identified high grade dysplasia of the mucosal surface and severe acute and chronic inflammation.